Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: investigation revealed that the display was dim and not able to be read. Evaluation also revealed a cracked battery compartment. Further testing was unable to be performed due to the unreadable display screen. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/18/2015.